Event description:
The nurse hung the patient's intravenous dose of zosyn 3.375 g per the hospital's protocol with the symbig pump setting of 100 ml/hr. A primary/maintenance fluid (0.9% sodium chloride) was infusing and was set lower than the piggyback/secondary bag (zosyn). The nurse left the patient's room and returned approximately ten minutes later and noticed that the zosyn bag was empty and the chamber of the IV maintenance was full.(the solution backed up from the secondary set into the symbiq primary set and into the bag.) There was 300cc in the maintenance bag and so the remainder of that bag was infused (it took 2-3 hours). There was no adverse patient reaction or medical intervention necessary. The primary and secondary sets were retained. Upon inspection of the sets, intravenous nurse specialist believed the backcheck valve on the primary pump set may have malfunctioned. Hospira was contacted and the primary and secondary tubing sets will be sent to them for evaluation and testing.